Event description:
A surgeon reported several instances of disposable knives with poor cutting performance noted during surgery. The knives were replaced and the incisions were completed with no pt impact reported.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review. The product was released according to company acceptance criteria. The root cause cannot be determined. (B)(4).